Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the touchscreen stopped on the monitor. Once the touchscreen monitor was replaced. The system then passed the system checkout and was found to be fully functional. Analysis on the returned monitor resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that, when the monitor was connected to a known good system, the returned monitor displayed the splash screen at power up, but did not display the image from the system. However, the touch function was working without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the touchscreen is no longer working on the navigation system. It was noted that it was working at the beginning of the day and at the time of the call, it was no longer working. There was no patient present when this issue was identified.